Manufacturer narrative:
The reported event of lead damaged was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the ptfe stylet coating was bunched up/clogged with the inner coil distal to the connector pin. The cause of the reported event was due to bunched up ptfe coating of the stylet inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the left ventricular (lv) lead was noted to be torn after removing the stylet. The lead was not used and the physician elected to complete the procedure with a different lv lead. The patient condition was stable.